Manufacturer narrative:
Unit received with intermittent buttons due to corroded keypad traces. Unable to prime unit during prime/a33 test due to faulty fsr. (Gold) unit received with scratched lcd window and case. Unit received with cracked case at lcd window corners, reservoir tube and battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 319 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.